Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the hosing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a cracked enclosure and tank cover, faded line cord, worn block assembly, and outdated circuit board and power switch. The reported issue was confirmed during functional testing when the device was determined to be leaking. The leakage was traced to cracks in the tank cover at the four corner screw holes near the drain fitting. The investigation attributed this condition to excessive tightening of the tank cover screws, caused by a supplier related issue. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.